Event description:
It was reported that the pump was not reading correct syringe size. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed top case was cracked and chipped put on both front corners and the right plunger case was cracked. A review of the event history log (ehl) identified invalid syringe size. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced size pot, tapered spring and barrel clamp head for preventive. Performed preventative maintenance and all functional testing.